Event description:
Caller reports patient indicated the on/off grey button does not work since implant. Caller reports she has tried resetting the controller and continues to not work. Caller reports patient has been using the screen on the controller to turn stimulation on/off. Rep called back in on behalf of the patient (pt). Rep repeated information from this case about the issues with controller on/off button and shipping issues with replacement equipment(pt sent back the battery pack on accident). Pt received replacement controller and battery pack and that "worked for a few days". Pt had controller plugged in all day on saturday but now the controller will not turn on. Rep conferenced the patient into the call. Agent had pt reset the controller and plug controller into ac power supply with the battery pack removed; pt confirmed controller screen did not power on. Agent asked, pt confirmed there was no green light on ac power supply box even after trying different outlets. Pt asked to be sent new battery pack and controller, agent reviewed only the ac power supply is needed for this issue. Agent will call pt back tomorrow for further troubleshooting. Agent made outbound call to pt and confirmed they received ac power supply from this case. Pt stated they have the controller plugged into the ac power supply and there is a green blinking light on the controller. Pt stated they would call back later if they need assistance with charging the implant after the controller is fully charged. No further action needed.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type: product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, serial# unknown, product type: accessory. Product ID: 97745ac, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.